Manufacturer narrative:
(B)(4).

Event description:
It was reported that post device implant in an asymptomatic patient, post-paced t-wave oversensing on the v lead was observed. Patient had a known problem of t-wave oversensing with previous competitive device also. Programming changes were made and the issue was resolved. Patient was asymptomatic and was doing fine.